Event description:
It was reported that the customer experienced difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised ensuring the pump was not connected to a power source and provided instructions on how to correctly press the button. Following these instructions, the customer confirmed that the button functioned as intended.